Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead was returned in two pieces measuring 9.2 cm from the connector pin and 44.7cm from the distal end. Final analysis found external insulation abrasion from 5.9cm to 6.6cm from the distal end consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.